Event description:
A report was received that the patient has symptoms of weakness, bradycardia and confusion. The patient will undergo an explant procedure. It was unknown whether the symptoms were device related.

Event description:
A report was received that the patient has symptoms of weakness, bradycardia and confusion. The patient will undergo an explant procedure. It was unknown whether the symptoms were device related.

Manufacturer narrative:
Additional information was received that there was no further course of action.

Event description:
A report was received that the patient has symptoms of weakness, bradycardia and confusion. The patient will undergo an explant procedure. It was unknown whether the symptoms were device related.